Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator. Field and high sensitivity testing indicated normal device battery functionality. Longevity assessment indicated device was in normal range of operation, no anomalies were noted. Visual examination was performed, and no anomalies were noted. The reported events of failure to sense and noise were not confirmed.

Event description:
It was reported that the patient presented to the surgery center with an implantable cardiac monitor that sensed constant noise and failed to sense cardiac signals. The device was explanted and replaced. The patient was in stable condition.